Event description:
This is a case, which was reported to baxter (B) (4) on (B) (6) 2010. The reporter states that : during a visit yesterday the baxter sales representatives were advised 'some time ago' (maybe more than a year ago), two patients had experienced a rash after treatment where xenium filters had been used. The rash disappeared when the patients were switched to other filters. This is patient (B) (6). The patient outcome is unknown. The hospital discontinued use of the xenium filters during treatment of these patients. The information was given by the physician and a nurse at the hd department. There was no information on which xenium filters had been used nor detailed information on the patients. The occurrence date is unknown. No sample is available. The product code and batch number are unknown. The hospital discontinued use of the xenium filters during treatment of these patients. The information was given by the physician and a nurse at the hd department. There was no information on which xenium filters had been used nor detailed information on the patients. The occurrence date is unknown. No sample is available. The product code and batch number are unknown.

Manufacturer narrative:
(B) (4).no actual or companion sample is available and the lot number is unknown.

Event description:
Initially, the facility intravenous (IV) nurse manager reported to the baxter sales representative the facility has noticed an increase in bsis (blood stream infections) associated with the flo-link IV access device and connected with central lines at their facility during (B) (6) and (B) (6) 2010. The manager reported it may be due to the use of a new product, flo-link, or related to user technique. Information is not currently available regarding the exact increase observed in bsis. Additional information was obtained from the facility manager of infection prevention on 03/23/2010: the facility converted to use of the flo-link device at the end of (B) (6) 2010. No blood stream infections occurred in (B) (6) related to the use of the flo-link device. One event occurred on (B) (6) 2010 involving a patient who had a peripherally inserted central catheter (PICC) catheter and use of a flo-link device. Reportedly within 48 hours of the catheter placement the insertion site had begun to "ooze" and the catheter had been "pulled back" two times (manipulated) (acceptable per hospital procedure). The patient was diagnosed with staphylococcus aureus (culture date unknown). The patient was treated for the infection with an unknown antibiotic for an unknown length of therapy. The patient outcome is unknown.

Manufacturer narrative:
(B)(4).in review of the information provide the patient reaction of rash is considered to be a self-limiting event and unrelated to use of the xenium dialyzer. This is considered a non-reportable event.

Event description:
Additional information received on 2-18-10 as provided by the dialyzer worksheet: the patient was using a xenium 130 dialyzer. The sample is not available. The patient started to use a xenium the (B) (6) 2008. The patient had used fresenius f7 dialyzers prior to that time. On (B) (6) 2008, the patient experienced a rash after the completion of the dialysis therapy. The dialyzer was changed to a fresenius f7 and the rash disappeared. No interventions or hospitalization were required. The patient completed the therapy with the same dialyzer. Heparin (dose unknown) was given as a part of the hemodialysis therapy. The patient started hemodialysis on (B) (6) 2008. (B) (6). The dialyzer was not reused.

Manufacturer narrative:
(B) (4) medications include:marevan (warfarin), etalpha 0.5 (vitamin d), losec 20mg (prilosec), prednisolon 5mg, aranesp (darbepoetin alfa), prograf 1mg (tacrolimus), furix 250mg (furosemide), and centyl 5mg (diuretic)